Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left common femoral artery to external iliac artery and left common iliac artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during fourth inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.